Event description:
It was reported that intermittent ventricular undersensing was observed. Programming changes were recommended. Patient will continue to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.